Manufacturer narrative:
Other, other text: UDI section of d4 is unknown, no product information has been provided to date. B3: date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer recirculating fluid reservoir's front panel is cracked and leaking. Patient involvement unknown.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. Visual inspection noted a corroded drain fitting and an outdated printed circuit board (pcb) and power switch. The device was leaking from the tank cover during functional testing. The complaint was confirmed. The root cause was due to a cracked tank cover from usage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.